Manufacturer narrative:
Investigation summary: it was reported the needle was clogged. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. The sample has the plastic shield and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible that while passing the needle through the stopper vial/cartridge the needle got clogged with the stopper material. A device history record review was completed for provided material number 305110, lot number 0072110. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was clogged during use. The following information was provided by the initial reporter: "the needle was clogged and when he switched out the needle with a new one, it worked."